Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump showed finishing loading, but he did not have a reservoir in the insulin pump, and he does not know how it happened. Assisted the customer with rewinding/priming and the customer was delivering himself the 5.5 units as he usual does. He stated that he always used this amount to prime. The customer was having problems with lows. He stated that one time he went to bed and when he got up, he was violent; it took five paramedics to hold him down. Explained the customer that if his blood glucose is stable and he is doing a set change before bedtime to do the recommended 0.5u amount to avoid going low. Troubleshooting was declined as customer stated that his highs were due to a stressful day since his wife is going to the hospital. No further information was provided.